Manufacturer narrative:
Originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. (B)(4).

Event description:
A healthcare professional reported that following a replacement implantable collamer lens (icl) implantation procedure, they "are still continuously observing whether the cataract is progressing". The lens remains implanted. The final patient status is unknown. The reporter did not provide a cause of the event. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - work order search: one additional similar complaint type event within associated lots was found. Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).